Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Reportedly, the pump was reset and successfully began charging after leaving the pump plugged into the power source.